Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024, in order to explant the device and the patient was reimplanted with another cochlear device during the same surgery.